Manufacturer narrative:
(B)(4). Batch # r59485. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: can you please clarify how the cdh device "misfired"? ¿didn¿t hear crunch¿ however anastomosis was complete. Do you have the full product code (e.g. Cdh25a, cdh29a, etc.)? Ethicon endo surgery cdh stapler cdh25a lot r40m5e. Where within the gap setting scale was the orange indicator prior to firing? Within recommendations. What confirmation was received that the device was fully fired? After removing drive tested anastomosis and was complete despite not hearing crunch. Did the device staple? Yes. Was the staple line complete? Yes. Were there any staples missing from the staple line? No. What was the shape of the staples (b-formation, irregular, legs straight)? Information not available. Were the staples deployed into the tissue? Information not available. Were the staples seen in the surgical field? Information not available. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Could only find one donut when checking device after removal. If the device fully cut, were both donuts complete? Could only find one donut when checking after device removal. How many counter-clockwise revolutions were used to open the device? Information not available. How was it confirmed that the anvil was free from the tissue prior to removing? Information not available. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the cdh device "misfired"? Do you have the full product code (e.g. Cdh25a, cdh29a, etc.)? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue?

Event description:
It was reported that during an unknown procedure, there was a cdh misfire. At this moment I have very little information from the department other than it being a cdh circular stapler and it misfired however there was no reported injury or adverse outcome.